Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) was attempted due to an unknown product performance anomaly. A new device was implanted. No adverse patient effects were reported. Additional information indicated that the device was not implanted successfully due to defective scan with set screw in the header.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) was attempted due to an unknown product performance anomaly. A new device was implanted. No adverse patient effects were reported.